Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The following cosmetic damage was also noted: cracked case at a display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the down arrow key stopped responding while programming a bolus. The patient's blood glucose at the time of incident was 217 mg/dl. The customer stated that another button stopped responding during that bolus attempt as well, but that after two minutes the buttons worked again and he completed his bolus. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.